Manufacturer narrative:
This device was not returned to the manufacturer. Discarded.

Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
The product associated with this event has not been returned for review, nor have radiographs of the fractured component been provided. The complaint therefore cannot be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.